Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump had alarmed several alarms and the buttons were unresponsive. The device had alarmed button error, unexpected restart, and battery out limit. Troubleshooting was only performed for the button error. The customer's blood glucose was 7.2 mmol/l. Customer stated the buttons on the device might have been pressed when it was in her bag. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had intermittent button response due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corner and a broken reservoir tube lip.